Event description:
One touch basic enhanced meter was reading inaccurately low. The patient received a result of 50 mg/dl on their meter and was invalidly comparing that result to the hospital meter's result of 126 mg/dl, which does not reflect a serious injury. They was feeling dizzy and shaky at the time of concern, which matches the low result on their meter. They were also given food/and or beverage for treatment. During troubleshooting, it was verified that they were cleaning the meter according to the owner's manual. The meter was set in the right unit of measurement (mg/dl). The patient was also cleaning the puncture area correctly and their testing technique was also good. However, they was walked through a check strip test, which failed outside the specification range. They were asked to clean the meter and the check strip, and retest, but the second test failed as well. Based on the information, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since two check strip tests failed. The patient was upgraded to the one touch ultra system.